Manufacturer narrative:
(B)(4). Failure mode "misfire/jamming - staples not firing" could not be confirmed with picture attached. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported " failure to function - unable to shoot. No patient harm". Additional information states that this event occured prior to use. No patient involvement reported.